Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic, non-dependent patient presented with episodes of non-sustained rv oversensing due to noise on the rv lead. Oversensing is on v sense amp and the discrimination channel. All other lead measurement are stable and in range. Lead x-ray was suggested. The patient has old riata lead capped that may interact with a current lead. Further actions will be discusses with the physician.